Event description:
Pt states on 5/6/94, she noticed her right breast was smaller than her left. When she saw her surgeon on 5/9 she questioned him regarding her concern. She states that he reassured her saying it was settling in. The pt saw her other physician 5/23/94, and he agreed with the pt's observation as the breast had continued to decrease in size. The pt again saw the surgeon on 6/6/94, and he agreed that there was a problem. Pt states she has been and is frightened, depressed, fatigued and is suffering great loss of self esteem. Both implants were removed 6/15/94.